Event description:
The sales rep reported that the customers expressew iii needle broke in the patient during the rotator cuff procedure, the surgeon was able to retrieve the piece from the joint. The surgeon was at the end of the procedure when the tip of the needle broke, there was a 15 minute delay and no patient consequences. No x-rays were taken.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint devices were received and visually inspected. Nine sealed, un-used devices were received but the reported failure complaint device was not. Therefore, the failure could not be confirmed. Visual observation of the devices showed no anomalies that could have contributed to the reported failure. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 2 other similar complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the customer's expressew iii needle broke in the patient during the rotator cuff procedure, the surgeon was able to retrieve the piece from the joint. The surgeon was at the end of the procedure when the tip of the needle broke, there was a 15 minute delay and no patient consequences. No x-rays were taken.